Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided and review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Received user facility medwach report: "event desc: starclose device deployed, but would not release requiring intervention to open wound further and manually remove. Device malfunction -that is, the device did not do what it was supposed to do" and on page three: "starclose device employed, but then would not release. Emergency release button was pressed and device still would not release. Hemostats used to enlarge sheath site and device finally came loose. Pressure held to wound. This was a diagnostic catheterization." No further information is available at this time. Patient status is unk.